Event description:
The customer reported approximately two milliliters of blood fluid leaked within the unit and the bellows were not draining involving the coulter lh 750 hematology analyzer. The customer was wearing proper personal protective equipment (ppe) consisting gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The customer performed system troubleshooting but could not resolve the issue. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the drain tubing at pinch valve vl57 was damaged. The fse re-tubed the tubing at pinch valve vl57 and replaced the actuator to vl57 and vl13 to resolve the fluid leak issue (replacement of the actuator at vl13 was performed as preventative measure since pinch valve vl13 is also involved with the probe/needle drain). As a preventative maintenance, the fse cleaned the hemoglobin cuvette assembly and performed hemoglobin lamp alignment successfully. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).